Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the patient underwent device removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the analysis results show that the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Microscopic examination was performed and no indications of damages were observed. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/3/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/7/2019, additional information was received indicating the patient underwent removal and replacement with mentor memorygel breast implants 550cc, catalog number 3505501bc, serial number (B)(4). Lot number 6991151 (l) and serial number (B)(4), lot number 6892199 (r). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round high profile 290cc, catalog number 3503290, serial number (B)(4), lot number 5529830. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with a saline mentor smooth round high profile 290cc breast implant and experienced deflation on the right side. Deflation was confirmed by physician during exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.